Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter: on (B)(6) 2025, at 0900 hours, the nurse was administering an IV to a 12-bed child when she noticed a leak from a needleless closed infusion connector, and immediately gave a replacement before continuing the IV.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4214850. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.